Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device went to early elective replacement indicator (eri) after 3 and a half years. It was also reported that the right ventricular lead had damage and high thresholds. Review of performance data revealed that there was no patient alert and the pacing lead impedance increased slowly. The device was explanted and replaced. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 7304 device was returned and analyzed. Analysis of the device revealed normal battery depletion.